Event description:
It was reported that this patient was admitted to the hospital for severe back pain believed to be due to a fall. The patient was diagnosed with a urinary tract infection and then developed thrombocytopenia and encephalopathy. Vegetation was noted on the right ventricular (rv) lead and may have also been present on the device. The system was explanted. The patient expired four days later.